Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap(B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the trapdoor was popping open and would not remain closed. The patient required a device exchange as a result of the product problem, but there were no other adverse effects to the patient reported.